Event description:
It was reported that during a tooth extraction, the handpiece overheated and burnt the pt's lower lip on the right-hand side. The size of the burn is approximately 1.5 cm, but the severity was unk. The procedure was completed with the same device. The customer reported that the pt did not receive treatment on the day of the procedure, but was seen post-op the following day and received treatment then. At this time there have been no reports of any expected scarring or permanent damage.

Manufacturer narrative:
The handpiece has not been returned to the MFR for testing. Originally the customer indicated that the product(s) involved would not be returned due to an internal investigation. Upon request, the hosp agreed to possibly release the product under certain conditions, but that has not happened yet. If returned, an eval will be conducted and a f/u report will be submitted after the quality investigation is completed.